Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information: what was the time interval between the initial surgery and the patient presenting for the bile leak? Surgery was done at 1830 hours approximately, part of on-call schedule, due to emergency room visit. Patient was admitted to hospital with original intent. During early post-operative stay, within 4-6 hours, patient bled from cystic artery. Was there a recent conversion to the devices in this account or with this surgeon? No. Facility and surgeon use er320 routinely. Which firing of the device did this event occur on? Unknown, what vessel or structure was the device fired on at the time of the event? Unknown, was the clip fully advanced into the jaws prior to firing? Unknown, was there any torquing or twisting of the device present at the time of firing? Unknown, was any unexpected resistance felt while firing the trigger? Unknown, were any unexpected noises heard? Unknown, did anything unexpected happen prior to this incident? Unknown, was the device fired after this incident in or out of the patient? Unknown,

Event description:
It was reported that post op a laparoscopic cholecystectomy procedure, the patient was seen in the emergency room then had to be taken back to surgery for post op bleeding. It is unknown if the clips fell off the tissue. The device was discarded. No other details are available.